Event description:
The initial report received from the user facility stated "patient had respiratory and cardiac arrest on first use of 180". Limited additional information received stated that the patient was an acute patient in the hospital. In his regular clinic, he runs on a reuse 180 dialyzer and does fine. They tried to run him on a single use 180 e and he progressed rapidly into respiratory and cardiac arrest. He was resuscitated successfully. They now run him on an asahi rexeed and is reportedly doing fine. Several attempts have been made by (B)(4) to obtain additional information. To date, we have had no response.